Manufacturer narrative:
The ge representative performed an on site investigation. No conclusion can be drawn at this time. The part needed has been ordered.

Event description:
The customer reported the system displayed a low voltage error message. No report of pt injury.